Event description:
It was reported that the lead exhibited insulation breaks, less than 200 ohms impedance, loss of sensing, and increasing thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.